Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) emitted an audible alert. The alert was triggered due to high impedance on the right ventricular (rv) defibrillation coil of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.